Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the buttons of the insulin pump were harder to push. Insulin pump also had cracked reservoir compartment lip ring, battery compartment. Reservoir was able to lock in place. Insulin pump had no delivery alarms. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.